Event description:
It was reported that the user experienced a low blood glucose of 61 mg/dl, treated it with raisins, a juice box, and a meal, and subsequently noted rebound hyperglycemia with a blood glucose meter reading of 499 mg/dl despite a complete infusion set supply change using a contact detach set with a dexcom g7 sensor. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient symptomatic hypoglycemia that reportedly resolved within 15 minutes, followed by significantly elevated blood glucose. Investigation included troubleshooting and user education regarding appropriate hypoglycemia treatment and potential overtreatment. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that the user likely overtreated the low. It was concluded that no device malfunction could be confirmed and that user-related factors, including probable overtreatment of hypoglycemia, contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.